Manufacturer narrative:
The customer reported the device is showing a low signal when turned on. The customer stated that they will not be sending their unit in for repair as they were able to fix the unit in house. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported the device is showing a low signal when turned on.